Event description:
It was reported that caller experienced alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer simply resumed insulin and no additional assistance was required, so technical support closed case.